Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown bag therapy. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On an unreported date, the patient began treatment with ciprofloxacin (dose, frequency and route not reported). The cause of the peritonitis was unknown. At the time of this report, dianeal pd2 unknown bag therapy was ongoing and the outcome for the event of peritonitis had resolved. The consumer did not provide a statement of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). This complaint for peritontis is not confirmed because the cause was no device malfunction or use error identified. There was no batch review or sample evaluation for the disposable set. The event description did not state any apparent use error or other issues that could have caused contamination that resulted in peritonitis.